Manufacturer narrative:
The subject device has not been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the patient post an endobronchial ultrasound bronchoscopy (ebus) coughed up an ebus needle. According to the report, the ebus procedure done on the patient was not performed at the facility where the patient was reported to have coughed up the ebus needle. No other information provided regarding the event and no patient harm or injury reported due to the event.